Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the harvester noticed a ring inside the conical harvesting tip while using it. While the ring was distracting the harvester was able to complete the case without incident. The hospital did not report any pt effects.